Event description:
It was reported that a flogard infusion pump was observed exhibiting an f-94 alarm code. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported problem of an f-94 alarm code was confirmed in the sample evaluation and event history log review. The cause of the reported problem was identified as the installation of the incorrect batteries. The technician noted that non-baxter approved batteries were installed and were found to be in a low state of discharge. Should additional relevant information become available, a supplemental report will be submitted.